Event description:
A report was received that the patient was experiencing rib pain with or without turning the device on. The patient underwent a revision wherein the physician removed a plate and screws and repositioned a lead tail because it seemed to have shifted. No lead migration was reported. No device malfunction was suspected. The physician does not know the cause of rib pain. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4).